Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced sensor reading discrepancies. The customer stated that the sensor glucose was 100 to 200 points apart from the blood glucose and the insulin pump was alarming threshold suspend all night. Customer stated that her blood glucose 194 mg/dl range and the sensor was reading 69 mg/dl. Current blood glucose was 90 mg/dl. Customer was advised about the recommended insertion and calibration process. The transmitter was tested and it was functioning. The sensor would be replaced and returned for analysis.